Event description:
Info received indicates the head will not lower electrically, but when CPR is used to lower the head section, the head section will rise back up by itself.

Manufacturer narrative:
The biomed isolated the issue to the left siderail. He replaced the left caregiver board and the issue returned. Repairs have not been completed.